Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that the lead fit very tightly in the introducer, while pulling it out in order to change the introducer. Possible damage to the superior vena cava (svc) coil was observed. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.